Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and reviewed the ventilator memory logs. The se was not able to find evidence of the device shutting down. The se ran the ventilator for an extended period without any incident. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator keeps turning off, shutting down. The ventilator was not in use on a patient at the time the event occurred.